Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age or date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy . A5: ethnicity: requested, not provided due to hospital policy . A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for a device pullout. The exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: the angi-seal device was used after endovascular thrombectomy (evt) of the right superficial femoral artery (sfa). After the device was inserted into the insertion sheath to deploy the anchor in the artery, the device was withdrawn. However, the anchor was not positioned against the vessel wall and came out of the insertion sheath. The cause was unknown. The device was not used, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was 6 mm. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.